Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas tool kit has not been returned from the hospital and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that after the procedure, the programmer was not working properly. A black dot appeared and they were unable to see the setting on the screen. Therefore, it was changed to another one. No patient injury / consequences reported.